Event description:
The complaint is an insulin dependent diabetic. Pt states that pt has been a diabetic for the past 22 years and was diagnosed with kidney disease 8 years ago. Pt has been on dialysis for the past 2 1/2 years and is a candidate for a kidney transplant. Pt stated that on event date pt felt as if pt were having an insulin reaction. Pt tested their blood glucose with the elite system and received a result of 390 mg/dl. Believing this high number pt took their insulin and began to feel worse. Pt called the paramedics and when they arrived they tested their blood sugar and received a result of 27 mg/dl (method unknown). The paramedics treated pt with glucose. While on the phone an attempt was made to evaluate the system. However, the customer did not have any of their supplier with them at the time. Follow-up will be made with the customer to continue the evaluation.